Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and the patient was doing great postoperatively. The explanted device will not be returned.